Manufacturer narrative:
No lead was rec'd only the j stiffener wire was rec'd. The j stiffener wire measures approx 47mm. It appears that approx 40mm of the j stiffener wire was not rec'd with all recorded measurements add up to approx 47mm.

Event description:
Device analysis is provided.